Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the instrument was returned because the tab of the impactor tip is fractured. Item and lot numbers are confirmed to match the complaint. There is some wear on the device. The device was sent to sem for further analysis: the returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Fracture surface artifacts of hackle marks and river lines indicate the overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Common device name: phx . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the impactor was struck, the plastic piece that holds the poly liner fractured. Attempts have been made and additional information on the reported event is unavailable at this time.